Manufacturer narrative:
(B)(4).

Event description:
At 2 month follow-up, pt complained of an irritation and possible callus on the top of toe. It appeared the dorsal aspect of the middle phalanx bone had broken and implant was protruding through the top of the dorsal aspect of the middle phalanx. Pt. Was reported to have compromised bone quality. It was reported that the middle phalanx collapsed intra-operatively. During the office visit the pt's toe was numbed, a small incision over the irritation made and the portion of the implant that was protruding through the broken dorsal aspect odf the bone was trimmed.